Event description:
Pt had a port-a-cath inserted (B)(6) 2014 for chemo, port unable to be accessed on (B)(6) 2015 for chemo. Pt to operating room for removal of port on (B)(6) 2015, pre cxr showed catheter to be dislodged from port. Port removed, pt went to cardiac invasive lab to retrieve catheter from pulmonary bed on (B)(6), but was unsuccessful. Date any healthcare professional discovered the event. Please explain why submission is over due: (B)(6) 2015, unsure if was a preventable event. How was the event discovered: report by staff/physician. In what unit did the event occur: operating room. In what location did the event occur: operating room. Location of injury: chest. Severity of injury: surgery is required, increased length of stay is anticipated, increased level of care. Please supply a description of the event or situation you are reporting including the impact on the patient: undetermined at this time, may try if or possible need for surgical intervention. Moved from main reason for admission section by psrs on (B)(6) 2015. Pt had a echo on (B)(6) which confirmed that the catheter was within the pulmonary bed. She then had a cardiac catheterization to try to retrieve the fragment under general anesthesia, multiple attempts were made, but were all unsuccessful. Immediate new corrective action(s) to prevent future similar events in all patients while the rca is underway: FDA to be notified of this occurrence with the catheter. Education regarding management of non-functioning catheter. I am writing to request that the catheter that was removed is sent to me as we are reporting this to the (B)(6) department of health and the FDA as a retained medical device.